Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation results: visual inspection: no significant deformations or other abnormalities of the valves were detected during the visual inspection. Permeability test: a permeability test has indicated that the valve has a blockage. Results: first, we performed a visual inspection of the gav. No significant deformations pr damage of the value were detected during the visual inspection. Next, we tested the permeability during the visual inspection. Finally, we have dismantled the valve. Inside both valve we have found significant build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the value. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a gav value shuntsystem was implanted during a procedure performed on (B)(6) 2004. According to the complainant, the valve was believed to have a blockage. The patient underwent a revision procedure on (B)(6) 2016. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years, height: 151 cm, weight: (B)(6) kg.